Event description:
Hill-rom technician found that the bed functions were not working. He found that the lockout board had fluid ingress. He replaced the lockout board and the bed functioned properly. The bed was found out of service in a repair area and there were no alleged injuries.